Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the last light on the patient's battery power indicator occasionally flickers. The patient exchanged their batteries, but this did not resolve the event. Additionally the patient reported occasional controller beeps - as though it is low on battery - that resolve quickly and the battery charge is fine. As part of troubleshooting, the patient also had their backup battery replaced which did not resolve the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a last light on the battery power indicator occasionally flickers was unable to be confirmed. The controller's occasional beeps was also not confirmed, as the heartmate ii system controller was not returned for analysis. As a result, the root cause of the reported event was unable to be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event, asking if the issue was resolved, if the product was exchanged, and its return status; however, no response was received. To date, the heartmate ii system controller was not returned for analysis, and no testing could be performed. As the heartmate ii system controller associated with this complaint is unavailable for evaluation, this complaint file will be closed accordingly. If the system controller is returned later, the complaint will be re-opened. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19may2016. Heartmate ii instructions for use section entitled ¿equipment storage and care¿ and heartmate ii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Patient handbook, operating manual, instructions for use, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Replacing the controller's battery did not resolve the problem, therefore, the controller was exchanged. The patient tolerated the controller exchange well and there were no issues.